Event description:
It was reported that the (9) tim20 and the (6) tir20 were used during an unknown procedure. It was reported that the clips would not deliver (feed). The case was completed with another instrument and there was no consequence to the pt.